Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; broken plug strap, red particles in shell. The leak test and microscopic analysis was performed which identified; curved striated opening on anterior, broken plug strap with sharp edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Broken plug strap with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported right side deflation and patient's concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and patient's concern with the product. The device has been explanted.